Event description:
One pt sample recovered <0.2000ng/ml for cea when run in a 13x100 tube. Same sample tested in a hitachi sample cup recovered 2.29 ng/ml. A different sample recovered 0.114 ng/ml for tnt stat when run in a 13x75 tube. Same sample tested in a hitachi sample cup recovered 0.021 ng/ml. Info not provided to determine if results were used to guide pt therapy. The field service rep found clogged sipper fluidic lines. Appropriate repairs were performed. Performance check test was also performed and within specifications.